Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/18/2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the sensor adhesive patch area. The sensor was inserted at the arm on (B)(6) 2016. The reaction was described as red, itchy, bumpy. Patient's mother contacted the patient's endocrinologist who recommended treating the affected area with a steroid cream which was prescribed in (B)(6) 2015 for a prior skin reaction with an insulin pump. At the time of contact patient is recovering. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.